Event description:
It was reported that there were high impedance readings on a lead. The physician opened the patient and tested the lead without the extension, which confirmed the high impedances. A lead fracture appeared to be visible. An appointment was going to be scheduled to replace the lead.

Manufacturer narrative:
(B)(4).